Event description:
A center director reported a case of dry eye, observed in the patient's left eye six months post lasik. Patient noted eye felt dry and the vision eas blurred. Reporter indicated the dryness had improved with artificial tears and tear gel use and that vision was better also. Upon follow up, the reporter indicated the dryness had resolved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Log file review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatment at this day. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively. (B)(4).